Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient forgot all other bluetooth devices.patient re-enabled bluetooth and closed all background applications. Rest was not successful and patient was advised to reboot the phone. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/07/2016. The complaint of loss of connection was confirmed. A root cause could not be determined.